Manufacturer narrative:
A device history record (DHR) review was conducted: part # 314.03, synthes lot # 4807742, supplier lot # na, release to warehouse date: 28 jul 2004, manufactured by (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the small hexagonal screwdriver shaft (p/n 314.03 lot 4807742) was received showing a twisted distal hex tip. The tip was twisted in the direction of resistance from insertion. The tip was also observed to be stripped. The shaft was not bent or off-axis, thus, the complaint is unconfirmed. The defect of twisted/stripped was identified during investigation and is unrelated to the reported complaint condition. The returned device showed potential end of life indicators of twisted and stripped insertion tip from normal wear and use over its lifetime (14+ years). Conclusion: the reported complaint condition of bent is unconfirmed as the instrument was not observed to be bent. The defect of twisted/stripped was identified during investigation and is unrelated to the reported complaint condition. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during an open reduction and internal fixation of proximal tibia, it was noted that the small hexagonal screwdriver shaft was bent. The instrument was exchanged for a new screwdriver shaft and the procedure was completed without delay. There was no patient consequence. During manufacturer's investigation of the returned device it was observed that the tip was twisted in the direction of resistance from insertion and the tip was also observed to be stripped. This report is for one (1) small hexagonal screwdriver shaft. This is report 1 of 1 for complaint (B)(4).